Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient experienced bent cannula event on (B)(6) 2026. The blood glucose level was high and the patient was treated with injection. The insertion site was waist. The infusion set was in use for one day. The bent cannula occurred because the infusion set was inserted into insufficient subcutaneous tissue. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.